Event description:
The customer reported that the joystick (remote user interface) was not working and the system was unusable. This would cause a loss of motorized movements. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The joystick controller and cable were evaluated and reseated. The system was tested and found to be working as intended and returned to service.